Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 32 x 4.00mm stent delivery system was returned for analysis. The stent was not returned for analysis. The maximum stent outer diameter measured at time of manufacture was within maximum crimped stent profile measurement. The balloon was reviewed. The balloon was not subjected to positive pressure and stent crimp marks were evident on the balloon material. A balloon tear was identified 19 mm distal to the distal end of the tip. A visual and tactile examination of the hypotube found multiple kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) of the tip identified no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the right coronary artery. A 32 x 4.00 promus premier drug-eluting stent was selected for treatment. However, it was noted during introduction that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The stenosed target lesion was located in the right coronary artery. A 32 x 4.00 promus premier drug-eluting stent was selected for treatment. However, it was noted during introduction that the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.